Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen while in use on a patient. There was no patient harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self-testing.